Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p140016 (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: when the safety wires were removed. The proximal stent deployed incorrectly and remained folded reducing the lumen of the graft.. "After the positioning of the thoracic graft at the right level for the delivery, they controlled the blood pressure that was 90 (systolic) and verified that the wire was on the aortic valve, than started unsheathing the graft. After that they removed the safety wire rotating the blue handle and the proximal part of the graft opened very angulated (like at least 90° referring to the axis of the vessel), generating an infolding that reduced a lot the lumen. They tried to balloon the graft hoping to shift the stent forward, but it was unsuccessful. Than they pulled back the graft using an inflated aortic balloon; doing this the endoprosthesis slipped back at least 2-3cm and so the angle between the infolded stent and the aortic wall reduced, and the successive ballooning moved it forward opening the lumen of the graft, restoring an acceptable graft position. They decided to avoid to position a 46mm diameter cuff." Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref (B)(4). H6) ec method code: device not accessible for testing. Summary of investigational findings: a male patient had a zta- implanted for his thoracic aortic aneurysm. It was reported that a dissection was found in the aneurysm and the anatomy was tortuous. After positioning the device, the stent-graft was unsheathed before the handle was rotated to remove the safety wire. The proximal part of the graft opened angulated generating an infolding reducing the lumen. An attempt was made to resolve this with ballooning, however, this was unsuccessful. The graft was then pulled back 2-3 cm using a balloon, this reduced the infolding to a point where successive ballooning was able to move the graft forward, opening the lumen and achieving an acceptable graft position. It was reported that the patient did not experience any adverse effects due to this occurrence. A preoperative CT-study was provided and reviewed by an imaging expert. Per the findings of the imaging reviewer the mid to distal descending thoracic aorta has severe tortuosity with 70-degree angulation at the distal neck segment, followed by 139-degree hairpin angulation at the distal thoracic aorta. Per the impression of the imaging reviewer the anatomy is outside the IFU for this device and could affect successful delivery and deployment of the graft. Review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use sent with this device key anatomic elements that may affect successful exclusion of the thoracic aneurysm or ulcer include severe angulation (radius of curvature < 20 mm and localized angulation > 45 degrees). Furthermore, it is stated that repositioning the stent graft distally after partial deployment of the covered proximal stent may result in damage to the stent graft and/or vessel injury. Based on the provided information and imaging no exact cause for this event can be established. However, the anatomy is outside the IFU for this device and could have affected successful delivery and deployment of the graft. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.